Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the large suture cut needle driver instrument to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver instrument wire was torn/defective. The procedure was aborted to another da vinci system with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut nd was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.